Event description:
During the following portion of the operation to laparoscopic ally remove the patient's kidney, a brand new stapler failed to fire (at the time to take the renal hilum): "the tail ofgerota's was dissected up off the psoas muscle and the ureter was dissected up with the tail of gerota's and was transected with a staple fire. Dissection was then carried cephalad along the medial aspect of the kidney and the renal hilum was isolated and then transected with the staple fire. A staple fire was used to transect the tissues along the anterior medial aspect of the kidney." Another stapler was used to complete the procedure. There was no patient harm. The manufacturer's representative was present and took the stapler for evaluation.